Event description:
During a coronary drug eluting stenting treatment procedure a hypotube break occurred. In 2005 the target lesion was the calcified right coronary artery (rca). The vessel was predilated with an unknown balloon. The physician then attempted to placed a 3.0 x 16 mm taxus express2 drug eluting stent, but advancement of the stent was difficult and the hypotube fractured inside the pt. A balloon was advanced to the fractured hypotube and expanded to trap the distal portion of the stent delivery system. The stent delivery system was then removed without pt complication. The pt status is reported as 'satisfactory/good'.